Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected by another hcp with juvéderm voluma® xc in the cheeks and temples. Approximately six weeks later, ¿a granuloma was suspected.¿ about one and a half months after the injections, the patient was evaluated at the reporting hcp¿s clinic and treated with hylenex®. The condition has since worsened, with ongoing purulent drainage. The face now has significant volume loss. The patient was referred to infectious disease emergency department, and dermatology. ¿culture results were negative. Biopsies were obtained, but results are still pending. IV antibiotics are being considered.¿ symptoms are ongoing.